Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked and unresponsive. The customer's blood glucose (bg) level was impacted 289 mg/dl. The customer took a manual injection to stabilize bg level. It was indicated that the customer had manual injections available for alternate insulin therapy.